Event description:
Caller reported a malfunction on the tandem pump identified as malfunction 199. There was no reported outcome regarding any adverse impact on the customer's blood glucose level as the caller declined to answer. Customer support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to reach out if the issue reappears.